Manufacturer narrative:
(B)(4). On an unreported date in mar 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal soreness and fever. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with vancomycin every four days intraperitoneally (dosage and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.